Manufacturer narrative:
(B)(4).

Event description:
Information was further received from the health care provider via the company representative that the that catheter was not open so both the pump and the catheter were replaced. The products will not be returned. Despite efforts to obtain them the products were discarded. Reportedly, during surgery there was not thought to return them. The patient is currently doing ¿fine¿ with effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
A healthcare professional (hcp) reported via manufacturer representative (rep) that a patient receiving lioresal (baclofen) (unknown dose and concentration)had a volume discrepancy identified during a pump refill. During the refill, the actual reservoir volume (arv) was 28 ml and telemetry showed the estimated reservoir volume (erv) was 3.9 ml. The diagnostics and troubleshooting performed was unknown. The interventions required were unknown. It was unknown if surgical intervention occurred. The event was not resolved. The patient's status was listed as "alive - no injury" and there were no reported patient symptoms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the manufacturer representative (rep) reported the patient's pump would reach elective replacement indicator (eri) in (B)(6). On (B)(6) 2015, the pump was replaced and the catheter was changed due to a suspicion that something was preventing "the drug delivery to cerebrospinal fluid (csf)".